Manufacturer narrative:
Additional information: it was confirmed by the physician that migration of the stent graft cuff was not observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 90 mm diameter abdominal aortic aneurysm. There was a pre-operative aneurysm rupture. It was reported that three days after the index procedure, a follow-up CT showed displacement of the endurant ii cuff. The physician implanted an endurant aui device and performed a fem-fem bypass as treatment. The event was then resolved. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.